Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief description: blood backed up into port line with 5fu running via elastomeric pump. Blood leaking from leur connector at y-site on pump side. Pt noted blood on her shirt and called clinic. Pump had been running for 21 hours (46 hr pump). No injury reported.